Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to reproduce the reported problem. Fse replaced the inner distal set up joint (suj) to resolve the reported issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, the patient side cart (psc) had an error 23103 on the setup joint (suj) 3. The customer attempted to recover and to reboot the system with no success. The technical support engineer (tse) advised the customer to stretch the universal surgical manipulator (usm) 3 and performed an emergency power off (epo), but the error persisted. The sureform stapler instrument could not be removed from usm 3, so it was removed with the cannula. The surgeon decided to convert the procedure to laparoscopic surgery. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was converted to laparoscopy due to the system error. The laparoscopic surgery was performed using the existing port. There was no patient injury.

Manufacturer narrative:
The inner setup joint (suj) had failed on the in-house system. The wrist encoder test only showed one line (red) and did not move when using the functional test platform. The wrist encoder will be replaced as a fix.

Event description:
Refer to h11 for follow-up information.